Manufacturer narrative:
Title: anterior right thoracotomy for rapid deployment aortic valve replacement source: ann thorac surg 2021;112:564-72 2021 by the society of thoracic surgeons. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, performed between 2011 and 2018. A prospective study analyzed outcomes of 165 patients undergoing aortic valve replacement through anterior right thoracotomy. The aim of the study was to analyze the outcome of all consecutive patients undergoing aortic valve replacement with the edwards intuity elite system through the anterior right thoracotomy approach at a single center. 3-0 ticron without pledgets were used to fix the valve prosthesis in position. Postoperative complications included bleeding. Reoperation for bleeding had to be performed in 4 patients. There were 2 cases of non-structural valve dysfunction. The first case was due to a tilted valve; the second patient was re-operated on owing to paravalvular leakage with clinically relevant hemolysis. Other complications not related to the device included: stroke, myocardial infarction, atrial fibrillation and leaks due to prosthesis-patient mismatches.